Manufacturer narrative:
The affected device, carina, serial number: (B)(6), was examined in the manufacturer's repair shop; in addition, the log file was made available for further investigation. Based on the device examination and the log file analysis, it could be confirmed that on january 02, 2023, at 01:11 am and at 05:49 am, the device switched from an ongoing ventilation to "patient safe" mode and to standby mode, respectively; between both events, the device was switched off and on again by the user. According to the device examination in the repair shop, the device was in a poorly maintained overall condition and various parts were faulty, dirty or damaged. However, a faulty elco circuit board was finally identified as the cause for the reported event ("device switches to standby mode by itself"). A faulty elco circuit board can cause a blower malfunction, which in this case was alarmed as specified. In addition, since the circuit board is a part of the voltage management of the device, in the event of a fault, the alarm message "internal battery depleted" is issued, even if the device is connected to the mains, and the device switches to standby mode. In "patient safe mode" status or in standby mode, no ventilation takes place, but the emergency breathing valve opens and allows the patient to breathe spontaneously in this case. The affected device is currently still in the manufacturer's repair shop for clarification of the repair order with the customer. No patient health consequences were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that on the (B)(6) 2023 at 05:40 a.m. The device, carina, manufactured in 2009, autonomously switched into standby mode while in operation and alarmed. No patient health consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on the (B)(4) 2023 at 05:40 a.m. The device, carina, manufactured in 2009, autonomously switched into standby mode while in operation and alarmed. No patient health consequences were reported.